Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited low pacing impedance and failure to capture at maximum voltage. During lead revision, damage was observed on lead. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received stated that the lead damage noted during the explant was lead fracture.